Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic tapp (transabdominal preperitoneal) hernia repair, while inserting the device through the trocar and while closing the peritoneum, the thread of 6 sutures that were used broke. The components were retrieved and the surgeon used a new suture to resolve the issue. There was no patient injury.